Manufacturer narrative:
Block e1: initial reporter address 1 has been corrected. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Block h11: a wallflex biliary rx partially covered stent was received for analysis. The stent was returned undeployed, fully covered by the outer sheath. Functional testing was performed by actuating the delivery system, sliding the handle back along the stainless-steel tube. The stent was successfully deployed without any resistance. No visual damages were noted to the stent and delivery system. Product analysis did not confirm the reported events of stent material deformation or failure to deploy. The stent was deployed without resistance and remained in good condition post-deployment. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, it was noticed that the stent was damaged and could not be deployed inside the patient body. As a result, the procedure was cancelled as another of the same device was not available. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, it was noticed that the stent was damaged and could not be deployed inside the patient body. As a result, the procedure was cancelled as another of the same device was not available. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.